Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink y-site was pushed into the tubing of an unspecified access set. This occurred during use. The customer was reported to be attempting to insert a blunt needle/cannula into the y-site without using the split septum. There was no patient injury or medical intervention associated with this event. No additional information is available.